Manufacturer narrative:
The reported event of failure to advance the stylet/guidewire was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. X-ray examination found the inner coil to be over torqued at the connector region, consistent with procedure damage. The stylet could not be advanced due to an over torqued inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to over torque of the inner coil at the connector region, consistent with procedure damage.

Event description:
It was reported during implant procedure that the right ventricular lead failed to allow any stylet to advance. The lead was exchanged. There were no patient consequences.